Event description:
It was reported that prior to a low anterior resection, the hand piece had a crack in the housing. Replaced the hand piece and completed the case with no patient consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic and evidence of moisture ingress were found in the instrument. Additionally, it was noted that the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.